Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance that could have contributed to the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom claim letter record received. Claim letter alleges pain, discomfort, difficulty walking, metallosis, permanent tissue and muscle loss, reduced ability to work, loss of a normal life, and elevated metal ions. However, lab results shows below 7 ppb. MRI suggest adverse local tissue reaction. The patient is seeking compensation for all the injuries experienced. Doi: (B)(6) 2012; dor: unrevised ; right hip.